Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained via the right femoral artery. The 95% stenosed concentric de novo lesion measuring approximately 2.25mm in diameter and 12-15mm in length was located in a severely calcified and moderately tortuous obtuse marginal artery. The lesion was predilated with a 2.0x15mm apex balloon reducing the stenosis to 60%. A 2.25x16mm taxus liberte' atom stent was advanced to the lesion and deployed at 11 atms for 20 seconds, when balloon withdrawal resistance occurred. The physician reinflated the delivery system to 12 atms, pulled negative, went neutral and repeated the procedure before he was able to remove the stent delivery system with difficulty. The stent delivery system was removed intact and the stent remained well positioned and well apposed. No patient complications occurred. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the device was returned with no stent attached. The balloon was returned partially inflated. The balloon was successfully deflated during product analysis. There were also kinks identified along the entire length of the hypotube shaft. The tip section of the device were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained via the right femoral artery. The 95% stenosed concentric de novo lesion measuring approximately 2.25mm in diameter and 12-15mm in length was located in a severely calcified and moderately tortuous obtuse marginal artery. The lesion was predilated with a 2.0x15mm apex balloon reducing the stenosis to 60%. A 2.25x16mm taxus liberte' atom stent was advanced to the lesion and deployed at 11 atms for 20 seconds, when balloon withdrawal resistance occurred. The physician reinflated the delivery system to 12 atms, pulled negative, went neutral and repeated the procedure before he was able to remove the stent delivery system with difficulty. The stent delivery system was removed intact and the stent remained well positioned and well apposed. No patient complications occurred. Patient status is listed as okay.

Manufacturer narrative:
(B)(4).